Event description:
It was reported that during an unknown procedure an endotracheal tube's "balloon emptied". There was no report of patient harm. There was no report of recannulation. There is no death or serious injury associated with this event.

Manufacturer narrative:
Covidien/medtronic reference number (B)(4). No sample from the customer was made available for investigation. Review of the device history record for the device's lot number found it met all quality specifications prior to it's release. The investigation used retained manufacturing samples for analysis. Testing and analysis found no issues regarding the cuff inflation for either bronchial or tracheal cuffs. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction cannot be confirmed as related to the manufacturing process.

Manufacturer narrative:
(B)(4).